Manufacturer narrative:
The microsensor (ID 826638) was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, the probable root cause for the reported complaint could be due to drill geometry. According to the description of the issue, the root cause could be also due to the fact that the surgeon didn't make enough incision in dura mater. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a microsensor (ID 826638) was implanted due to external trauma on an unknown date. The physician did not make enough incision in dura mater and implanted the device, therefore, the patient developed epidural hematoma after the device was implanted. According to information provided, it is unknown if the sensor failed. It is also unknown if the sensor was explanted due to this issue. It is unknown how the epidural hematoma was treated. It is also unknown if the trauma was the cause of the epidural hematoma. The current status of the patient is unknown.